Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. A previously implanted stent was located at a bifurcation at the anterior descending artery. With a 2.25x12mm liberte' bare metal stent, the physician attempted to cross a cell of the previously implanted stent, however, the liberte' stent was unable to cross the cell and was damaged, due to contact with the previously implanted stent. The damaged liberte' stent was removed, the lesion was predilated and the procedure was completed with another liberte' bare metal stent. No pt complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.